Event description:
Acct. Reported via fax that the "rubber bung popped out" from the plastic housing. Incident occurred in picu. No medical intervention required, injection stopped and connector replaced. Procedure is considered a nursing intervention.